Manufacturer narrative:
This event was initially reported on manufacturing facility number 0001822565-2017-07641 and has since been rejected. (B)(4). Medical product: nexgen stemmed tibial component, catalog #: 00598003702, lot #: 62877541. Nexgen lps-flex articular surface, catalog #: 00596203014, lot #: 63516273. Nexgen all polyethylene patella, catalog #: 00597206532, lot #: 63235704. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00128, 0001822565-2017-07643, 0002648920-2018-00129. Remains implanted.

Event description:
It was reported that the patient is experiencing pain, discomfort, limping and limited mobility. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.